Manufacturer narrative:
G4:01feb2021 b4:10feb2021.the manufacture's field service engineer (fse) check the unit, but the reported issue was not duplicated. The drpt (diagnostic log) revealed that an error code consistent with proximal pressure sensor auto zero failed had occurred, so the data acquisition (da) board was replaced to resolve the reported issue. During the evaluation, the fse attached the lithium-ion battery when it was found not attached. No other abnormality was confirmed. The software version and the unit were checked, cleaned, and functionally tested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The data acquisition (daq) board assembly was returned for failure investigation (fi). The daq board was tested, and no fault was found. Fi technician could not replicate the problem.

Manufacturer narrative:
Date of event: 05jan202128jan2021

Event description:
It was reported when operational check was performed in the sales office, proximal pressure sensor auto-zero failed alarm occurred. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.